Event description:
It was reported that a physician attempted arteriotomy closure of the common femoral artery using a starclose se device with a 6fr sheath after a diagnostic procedure. Reportedly, during advancing the thumb advancer, while splitting the sheath the clip was found to be exposed half way down the clip delivery tube. The physician depressed the safety release button and removed the starclose se device from the anatomy. The patient was anticoagulated and hemostasis was achieved using manual arterial compression. The patient was given six hours bed rest. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device revealed a partially deployed tubeset with the clip visible and still loaded on the carrier tube. Evaluation of the returned device found the movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. Review of the device lot history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and found no similar incidents from this lot. There is no indication of a lot specific product quality deficiency.